Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 12-feb-2021. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), neck pain ("neck pain"), migraine ("migraines"), tinnitus ("tinnitus"), dyspnoea ("respiratory tightness"), gastrointestinal disorder ("gastrointestinal problems"), polymenorrhagia ("shortened menstrual cycle and increased haemorrhaging"), fatigue ("constant fatigue"), vertigo ("vertigo"), nausea ("nausea"), pruritus ("itchy skin"), palpitations ("palpitations"), musculoskeletal pain ("joint and muscle pain"), anxiety ("anxiety attacks for no reason") and general physical health deterioration ("general condition is deteriorating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled for the end of the month). At the time of the report, the pelvic pain, back pain, neck pain, migraine, tinnitus, dyspnoea, gastrointestinal disorder, weight increased, polymenorrhagia, fatigue, vertigo, nausea, pruritus, palpitations, musculoskeletal pain and anxiety outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for anxiety, back pain, dyspnoea, fatigue, gastrointestinal disorder, general physical health deterioration, migraine, musculoskeletal pain, nausea, neck pain, palpitations, pelvic pain, polymenorrhagia, pruritus, tinnitus, vertigo and weight increased with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: after internal review, narrative was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 12-feb-2021. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), neck pain ("neck pain"), migraine ("migraines"), tinnitus ("tinnitus"), dyspnoea ("respiratory tightness"), gastrointestinal disorder ("gastrointestinal problems"), abnormal withdrawal bleeding ("shortened menstrual cycle and increased haemorrhaging"), fatigue ("constant fatigue"), vertigo ("vertigo"), nausea ("nausea"), pruritus ("itchy skin"), palpitations ("palpitations"), musculoskeletal pain ("joint and muscle pain"), anxiety ("anxiety attacks for no reason") and general physical health deterioration ("general condition is deteriorating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled for the end of the month). At the time of the report, the pelvic pain, back pain, neck pain, migraine, tinnitus, dyspnoea, gastrointestinal disorder, weight increased, abnormal withdrawal bleeding, fatigue, vertigo, nausea, pruritus, palpitations, musculoskeletal pain and anxiety outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for abnormal withdrawal bleeding, anxiety, back pain, dyspnoea, fatigue, gastrointestinal disorder, general physical health deterioration, migraine, musculoskeletal pain, nausea, neck pain, palpitations, pelvic pain, pruritus, tinnitus, vertigo and weight increased with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), neck pain ("neck pain"), migraine ("migraines"), tinnitus ("tinnitus"), dyspnoea ("respiratory tightness"), gastrointestinal disorder ("gastrointestinal problems"), polymenorrhagia ("shortened menstrual cycle and increased haemorrhaging"), fatigue ("constant fatigue"), vertigo ("vertigo"), nausea ("nausea"), pruritus ("itchy skin"), palpitations ("palpitations"), musculoskeletal pain ("joint and muscle pain"), anxiety ("anxiety attacks for no reason") and general physical health deterioration ("general condition is deteriorating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled for the end of the month). At the time of the report, the pelvic pain, back pain, neck pain, migraine, tinnitus, dyspnoea, gastrointestinal disorder, weight increased, polymenorrhagia, fatigue, vertigo, nausea, pruritus, palpitations, musculoskeletal pain and anxiety outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for anxiety, back pain, dyspnoea, fatigue, gastrointestinal disorder, general physical health deterioration, migraine, musculoskeletal pain, nausea, neck pain, palpitations, pelvic pain, pruritus, tinnitus, vertigo and weight increased with essure. No further causality assessment were provided for the product. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.